Event description:
Clinical study: it was reported that 18 months after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 95% stenosed 12mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. Lesion 2 was 2.5mm, 100% stenosed, 12mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 18 months after the initial procedure the patient experienced a st and required a tvr. The physician successfully placed a johnson & johnson cypher stent in the right coronary artery. The patient was discharged 2 days later. In the opinion of the physician the relationship of the st & tvr to the taxus stent is unknown and there ws in-stent restenosis of the taxus stent.